Event description:
Four bard foley's leaking from seal near reflux port. All foley's had to be replaced with new foleys causing an increased risk for catheter associated urinary tract infection for each patient and an increased cost. At this time it is not know if any of these patients experienced an infection due to the additional foley insertion required following these leaking devices. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® i.c. Complete care foley catheter (per site reporter). Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® i.c. Complete care foley catheter (per site reporter). Manufacturer will be sending boxed to this facility to ship back for investigation.